Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory indicated a partial electrical reset occurred. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. The device fully passed functional testing and optical coherence tomography inspection revealed that there was full dadet delamination in the device feedthroughs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department. Upon review of the cardiac resynchronization therapy defibrillator (crt-d) data it was noted that short circuit protection had occurred resulting in less than programmed high voltage energy delivery for a ventricular fibrillation (vf) episode. Seconds after the short circuit protection a partial electrical reset occurred. Following the electrical reset processing the device immediately re-detected the vf episode and successfully treated the arrhythmiawith high voltage therapy and full energy delivery. Further review of the device data could not determine which part of the system caused the short circuit protection. It was also reported that right ventricular (rv) lead undersensing was noted on stored episodes and there was potential for inappropriate withholding of therapy for a ventricular arrhythmia on previous episodes classified as supra ventricular tachycardia (svt). It was later noted that the crt-d was unable to utilize bluetooth telemetry. The crt-d was explanted and replaced and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was insufficient. Analysis of the device memory indicated a partial electrical reset occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that wireless telemetry had been disabled and non-wireless telemetry had been fully functional.